Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, coronary artery disease, three vessel disease, left main disease, atrial fibrillation, prior stroke, percutaneous coronary intervention, myocardial infarction, and coronary artery bypass graft. Complications reported included stroke, myocardial infarction, bleeding; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: impact of diabetes on clinical outcomes of patients with hostile access undergoing tavi: insights from the hostile registry b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "impact of diabetes on clinical outcomes of patients with hostile access undergoing tavi: insights from the hostile registry", was reviewed. This research article is a retrospective experience from 01 january 2015 to 30 june 2021 and a prospective experience from 01 july 2021 to 28 february 2022 to evaluate the impact of diabetes mellitus (dm) on vascular complications (vc) and clinical outcomes in patients with hostile femoral access undergoing transcatheter aortic valve implantation (tavi), treated either with femoral percutaneous transluminal angioplasty (pta) or via alternative access strategies. The devices included in the study were evolut/corevalve, sapien, acurate neo/neo2, portico/navitor, and other unnamed devices. The article concluded that in patients with hostile femoral anatomy undergoing tavi, diabetes was associated with more severe peripheral artery disease (pad) but not with an increased risk of vc, mortality or ischemic events. These findings support the feasibility and safety of contemporary tavi strategies in diabetic patients with complex peripheral anatomy. [The primary and corresponding author was giulio stefanini, irccs humanitas research hospital, via alessandro manzoni, 56, 20089 rozzano, milan, italy, with corresponding e-mail: giulio.stefanini@hunimed.EU.] This study included patients undergoing tavi with hostile femoral access, defined as severe bilateral iliofemoral pad requiring percutaneous transluminal angioplasty or alternative access from 01 january 2015 to 28 february 2022. A total of 1707 patients were included in the study, of which 5.6% (114) received an abbott device. The median age was 81 years. The majority gender was male. Comorbidities included hypertension, coronary artery disease, three vessel disease, left main disease, atrial fibrillation, prior stroke, percutaneous coronary intervention, myocardial infarction, and coronary artery bypass graft.